Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial# unknown) sigpshell, sig power sigpshell control shell (lot# unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial# unknown) sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy revision, on stomach stapling, the first load used was unable to fire. The second and third loads fired fine. The fourth load experienced a partial firing. After the partial firing there was a loose staple seen in the patient's abdominal cavity. Either from the stapler cartridge or a previous firing. It was noted that the surgical time was extended by 45 minutes. The physician requested use of a different device and that was used to complete the procedure.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy revision, on stomach stapling, the first load used was unable to fire. The second and third loads fired fine. The fourth load experienced a partial firing. After the partial firing there was a loose staple seen in the patient's abdominal cavity. Either from the stapler cartridge or a previous firing. The user removed the staples using a laparoscopic grasper. It was noted that the surgical time was extended by 45 minutes. The physician requested use of a different device and that was used to complete the procedure.

Manufacturer narrative:
Additional information: b5, g3, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.